Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The cgm value was displaying 45 mg/dl; however, the patient did not feel low. Their spouse gave the patient glucose tablets based upon the cgm value and no bg finger stick was obtained. The cgm continued to read 45 mg/dl and the spouse took the patient to the emergency room (ER) where the bg finger stick value was 482 mg/dl. The ER doctor treated him with insulin (15 units). The patient was released 3 hours later and had made a full recovery. At some point the bg finger stick value was 113 mg/dl and the cgm value was 45 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.